Event description:
A customer contacted physio-control to report that their device would power off unexpectedly during use. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A customer quality engineer reviewed the device keylogs. As the event date was approximated to be (B)(6)2020, the logs were reviewed for the range (B)(6)2020, however, no events were logged in the keylog during these dates. Looking through the rest of the available keylog, the device unexpectedly lost power 10 times on 11/8/2020. The keylog data indicates that the batteries being used on the date of the reported complaint were manufactured on 05/28/2013 and 4/22/2013 respectively. These batteries were both 7 years old at the time of the reported event. The customer should be advised to replace their old batteries. The device operating instructions provide a recommendation to replace the batteries approximately every two years. Old batteries are believed to be the likely root cause of the reported issue.

Event description:
A customer contacted physio-control to report that their device would power off unexpectedly during use. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Section e1, initial reporter phone number of the initial medwatch report indicates (B)(6). Section e1, initial reporter phone number of the initial medwatch report should indicate (B)(6).

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing, the device was subsequently to the customer for use.

Event description:
A customer contacted physio-control to report that their device would power off unexpectedly during use. There were no reports of patient use associated with the reported event.